Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a foreign material was found adhered after implanting the iol. The surgery was completed without product replacement. Additional information received and stated that, iol was replaced to the another one during the initial surgery.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the surgeon suspects it may be a foreign material or a scratch of iol.